Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate customer comments. Analysis did find that the upper and lower cases were broken, the battery release, battery drawer, liquid crystal display (lcd) and heart lead flex were contaminated, the side bail covers were broken, the lead flex cover and battery flex were corroded, one case screw and one main pcb screw were missing, the battery contacts were compressed and contaminated, the keyboard was scratched, the main printed circuit board (pcb) was corroded and the battery drawer o-ring was missing.

Event description:
It was reported the device shut off during patient use, with no "low battery" notification. There were no patient complications.